Event description:
A malfunction alarm with code malf 9 was reported, but there were no notable events prior to the malfunction. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Customer support provided pump reset information and assisted the customer in resetting the pump; the malfunction code did not recur. The customer was advised to continue using the pump and to contact technical support if any issues arose again.